Event description:
Factory analysis of a returned main pcb board revealed a shorted component. Failure of the main pcb board as noted could result in the power fail alarm not activating upon loss of power during operation.